Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was feeling symptomatic. The pacing lead exhibited high thresholds and high impedance. It was attempted to reposition the lead but it was unsuccessful. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.